Event description:
During an excimer laser treatment of a pt's right eye, the laser's iris, which controls the diameter of the treatment area, did not open completely. This was the seventh surgery of the day (the earlier procedures were completed without any complication). The treatment diameter was planned for a 6mm optical zone size. The end result was a small ablation zone of approximately 2mm. The surgeon indicated that he heard a different sound emulating from the unit halfway through the procedure. The surgery was completed. At the one day postoperative visit, the pt's best corrected visual acuity was 20/200 with -1.25 sphere. The pt was referred to another ophthalmologist for further eval. The referred surgeon examined the pt with the following findings: manifest refraction -2.00/-0.75 x 15 with best corrected visual acuity 20/60. The slit lamp findings revealed a small ablation zone of approximately 2.2mm. He indicated that a retreatment of the eye would provide a significant potential for improvement of useful vision by treating the cornea with the original laser treatment plan and protecting the already treated area. The pt agreed to have this done. The retreatment was performed eighteen days later. Results of the retreatment pending.

Event description:
Two retreatments were performed by another dr at a different location, on a different apex laser. Date of the first retreatment was 9/18/01 with the pt's bcva being 20/40 2 weeks later and the slit lamp examination and topography revealed marked improvement.